Event description:
Boston scientific received information that this lead may be fractured. Additionally, it was noted the lead had a history of noise. No further information could be obtained from the field and with current information the lead is currently still in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.